Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm, missing segments or back light anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that pump is having issues. Customer states that battery life lasts less than 7 days, and pump dejects battery and crack around cap. Customer also reports chip on infusion set and rainbow effect on screen and cannot see screen and black light doesn't work and random no delivery and has to change set. Customer changed set. Customer states that pump is not giving low reservoir with no insulin on the pump.. Customer explains that battery issue started a year ago and she would have off and on issue. Customer put in new battery and it wouldn't take it, but then would work after several attempts. Customer states that blood glucose was up because she didn't have insulin and sensor didn't tell her. Customer reported that she will put in new set and it still will not work. Customer states that her blood glucose was over 200 mg/dl when she woke up, and notice there was no alarm to alert her. The pump was returned for analysis.